Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2016, it was reported that the device was tearing the skin. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. Zimmer biomet surgical has not previously repaired/evaluated meshgraft ii serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the meshgraft ii on (B)(4) 2016 revealed wear to the meshgraft handle. The cutter blades appeared worn. A ratchet was not returned for evaluation. The test mesh passed using a test ratchet. The device calibration was out of specifications. Repair of the meshgraft ii was performed by zimmer biomet surgical on (b)4) 2016 which included replacement of the old-style side plates, worn cutter, roller, and damaged handle. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported was non-verifiable since during initial inspection it was revealed that the test mesh passed using a test ratchet. However, it was also revealed that the cutter blades appeared worn and the device calibration was out of specifications. The root cause of the reported was cannot be specifically determine with the provided information. The issue was resolved replacement of the old-style side plates, worn cutter, roller, and damaged handle. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Meshgraft ii, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the device was tearing skin. No adverse events were reported as a result of this malfunction.